Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to unspecified issue. The iol was replaced with unspecified lens approximately four months after initial procedure. Additional information was requested.

Event description:
Additional information was received stating unhappy with vision, too near-sighted patient wanted distance target.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).